Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported via voluntary medwatch that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. Additional information was obtained through follow-up with the rn. The blood leak occurred immediately at the start of hd treatment. The technician who was overseeing the treatment noticed the blood leak right away. Once the leak was noted, the technician immediately clamped the patient lines and stopped the blood pump. The blood leak was internal, and blood was confirmed to be visually observed within the dialyzer outside of the fibers. The rn reported that there appeared to be a break/rupture in the fibers. The machine, a fresenius 2008t machine, did not alarm. However, the rn said it was determined that the treatment was stopped before blood reached the blood leak detector. A blood leak test strip was not used as it was deemed unnecessary. There was no physical damage noted on the dialyzer housing. The patient¿s blood was not returned; estimated blood loss (ebl) was 250 ml. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The complaint device was confirmed to be available for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no sample has been received. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility registered nurse (rn) reported via voluntary medwatch that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. Additional information was obtained through follow-up with the rn. The blood leak occurred immediately at the start of hd treatment. The technician who was overseeing the treatment noticed the blood leak right away. Once the leak was noted, the technician immediately clamped the patient lines and stopped the blood pump. The blood leak was internal, and blood was confirmed to be visually observed within the dialyzer outside of the fibers. The rn reported that there appeared to be a break/rupture in the fibers. The machine, a fresenius 2008t machine, did not alarm. However, the rn said it was determined that the treatment was stopped before blood reached the blood leak detector. A blood leak test strip was not used as it was deemed unnecessary. There was no physical damage noted on the dialyzer housing. The patient's blood was not returned; estimated blood loss (ebl) was 250 ml. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The complaint device was confirmed to be available for manufacturer evaluation.